Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. (B) (4).

Event description:
The customer reported the system shut down suddenly. No pt injury was reported.